Event description:
Rec'd report that the secondary line on the pump failed to deliver an antibiotic. The pt was receiving ampicillin 3 grams every 8 hrs. It was reported that while a nurse was checking on the pt, she noted that the secondary line was not infusing. The customer reported that "the nurse found the secondary mini gag not running". The customer could not remember if the pump had alarmed. The nurse exchanged the pump, utilizing the existing tubing and completed the antibiotic infusion. The pt did not experience any adverse effects. Though requested, no further info was available.